Manufacturer narrative:
Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - spinal pain. It was reported that sometime between (B)(6) 2018 the patient began to experience intermittent stimulation. Patient reported feeling paresthesia then it would go off for a few minutes sometimes up to an hour then resume as usual. Patient has not abused by restrictions given (B)(6) 2018. An impedance check was run: electrodes 0 and 1 > 10,000; only electrode 2 was > 40,000. The manufacturer's representative reprogrammed and was able to provide desired coverage. Issue was reported to be resolved at the time of the report. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the cause of the intermittent stimulation and high impedance on electrode 2 was not determined. The rep said that the high impedance on electrode 2 had not been resolved but the rep programmed around it. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.